Event description:
Allegedly, the initial implantation was performed in 2015. First revision: it was detected shortly after implantation that there was infection and an insert change was performed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.